Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open rear pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) failed incoming functionality testing.